Event description:
The customer reported that the IV set separated and leaked at the tubing engagement near the smartsite connector during infusion.

Manufacturer narrative:
The customer¿s report of tubing separated was confirmed. During visual inspection, it was noted that the vinyl tubing is completely separated from the smartsite inlet port below the check valve. Functional testing was not performed on the set due to tubing being separated at the component engagement. Fluid was leaking from the separation. A dimensional analysis was performed on the vinyl tubing and the tubing measured to be within specification. The root cause was identified as a manufacturing issue due to insufficient solvent being applied at the junction of the vinyl tubing.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.